Event description:
It was reported that a dexcom g7 continuous glucose sensor associated with an ilet bionic pancreas experienced signal loss to the ilet shortly after sensor placement, leading to absent cgm readings and repeated unsuccessful pairing attempts despite guidance to toggle g6/g7 settings, re-pair, and restart the ilet; the user treated a low blood glucose with oral glucose. Symptoms included hypoglycemia with a reported glucose level of 52 mg/dl. Outcomes included urgent low glucose requiring immediate self-treatment and device troubleshooting. Investigation included remote technical troubleshooting and user education regarding sensor pairing and warm-up, with direction to replace the sensor and contact the cgm manufacturer for a potentially faulty sensor. Investigation of this case revealed a loss of cgm communication to the ilet without evidence of ilet pump malfunction. It was concluded that the event was consistent with cgm signal loss affecting data transmission to the ilet, with resolution expected through sensor replacement and restoration of communication. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.